Event description:
It was reported that the patient developed inflammatory neuralgia and was treated with oral antibiotics. No infection was found at the implant site, but the pain continued without relief from the medication. The physician decided to electively remove the entire system. The symptoms resolved after the explant procedure and the patient is being monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.